Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 months post implant, it was reported that the pt was readmitted into the hosp due to suspected thrombosis. The pt's ldh levels were elevated and were accompanied by changing pfhb levels. The pt received 3 separate actilyse treatments over the next 5 weeks. It was also reported that after implantation the pt had difficulties reaching the target inr. On (B)(6) 2014 the pt expired due to cardiac failure and an autopsy was performed the following day.

Manufacturer narrative:
The event occurred at clinical ctr of (B)(6). The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.